Event description:
The pt received 2 scs leads with the same lot number. It was reported the pt is seeking additional back coverage that cannot be provided with his current scs leads. Subsequently, the pt has been scheduled for a scs lead replacement. Follow-up identified the pt's scs leads were replaced which resolved the issue. Additionally, the pt's cs ipg was electively replaced.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.